Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had a change in ECG rhythm with ventricular beats present but no yellow heart rate or vtach alarm was provided. The event occurred on (B)(6) 2018 at 2:39:27. The patient was not harmed. .